Manufacturer narrative:
(B)(4). Batch: t5af0n. A manufacturing record evaluation was performed for the finished device and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: the surgeon added 1 port and cut around the tissue attached to the device because the jaw did not open. According to the surgeon, the jaw was nipping a metal. The patient is stable.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the knife did not return, and the jaws did not open after the 2nd firing of double-stapling technique. The device was fired with a foreign object in between. The knife reverse switch and the manual override lever did not function. Then, another trocar was inserted into the patient, and another powered echelon device was fired through the trocar to cut the target tissue. After that, only the specimen side was remained in the jaws of the complaint device, and the manual override lever functioned. The jaws opened. Another device was used to complete the case. There were no adverse consequences to the patient. The patient is stable. No further information is available.

Manufacturer narrative:
(B)(4). Batch: t5af0n. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60g cartridge reload was received partially fired 2/3 and with damage on cartridge deck. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.